Event description:
It was reported that a spectrum pump had an issue of improper shutdown during unspecified process step in the delivery room department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, improper shutdown was reproduced when tested with on battery mode. The unit was connected to the ac power source, and it was not able to charge battery properly causing the battery to drain its voltage. A review of event history log revealed improper shutdown message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be defective ac power adapter. Ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.